Manufacturer narrative:
(B)(4). Investigation summary the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6), the surgeon; (B)(6) hospital (B)(6) (B)(6) 2018. Patella clamp locking mechanism sticking/jammed while cementing in the patella. Enough function to complete the case but item requires a service. Five minute delay to procedure. No ae to patient. Action taken to manage the problem during the procedure: enough function to complete case. Jnj representative inspected the item following the case to ensure it wasn't just user error.